Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: when asked if the conductor wire was broken/damaged (black cable), the poc responded ¿before the incident, no damage or cracks were visible on the black cable¿. There were no wires exposed due to the damaged insulation and no issues related to the cauterization were noticeable. The wire was not cut, but it was torn. Thermal damage to the instrument was not observed.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley. The instrument passed the electrical continuity test. Additional observation (s) not reported by site: the instrument was found to have a frayed grip cable at the distal end.